Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. An event related to another device used in the procedure is captured in 3004742232-2020-00285. Csi ID# (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) and coronary viperwire were selected for treatment of a lesion in the proximal circumflex. The lesion had greater than 270 degrees of calcification with 95% stenosis. The vessel was moderately tortuous and varied from 4.0 to 1.2 mm in diameter. After treatment, the viperwire guide wire was pulled back, and became stuck at the left anterior descending artery and circumflex bifurcation and fractured. An attempt to snare the 2.5cm guide wire fragment was performed, but the snare was not able to reach the fragment. The fragment remained in the patient, and a stent was placed over the fragment. The procedure was completed, and the patient was in good condition.